Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) device pairing test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.